Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix mechanism retracted. Noted slight kink ~17cm from is-1, likely due to paitent anatomy. Noted suspected tissue ~17cm, near kink. Entire lead body inspected, with no breaches noted.

Event description:
Additional information received, and a supplemental report is being filed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The lead exhibited insulation damage; causing perforation, pocket stimulation, dyspnea, bradycardia, bruise and regurgitation. The lead was explanted. No additional adverse patient effects were reported.

Event description:
The lead exhibited insulation damage; causing perforation, pocket stimulation, dyspnea, bradycardia, bruise and regurgitation. The lead was explanted. No additional adverse patient effects were reported. This report is being submitted in order to correct that the lead did not cause perforation. No additional diverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.